Event description:
Prior to a supraventricular tachycardia procedure, with the patient prepped, a communication issue occurred and the procedure was cancelled. The ensite x amplifier was blinking orange and would not connect to the dws. The issue was resolved by disconnecting the field frame and restarting the entire system. The procedure was cancelled with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h4, h6. One ensite x ep amplifier was received for analysis with no accessories or original packaging available for inspection. Visual inspection revealed the front ports, rear ports, and chassis were free of physical damage. The amplifier was powered on and then the amplifier booted to a solid green "ready" light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) and then successfully communicated with the test station tracker software. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was unable to be determined.